Event description:
It was reported that the patient felt the bottom of her pump pushed in and the top of her pump pushed out. She stated that "the pump is almost sideways in her body." The patient stated that she had not used the implanted pump in four years. She stated that "the pump has done damage to her bowels since the pump has been leaning on it." The patient was working with a physician to have her pump explanted. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4)